Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer contacted philips requesting unspecified service for their device. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device experienced an etco2 failure. The customer requested that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.